Event description:
The following was reported: "when the surgeon opens the retractor and places it near the liver, if it is moved, the branches of the retractor shift and damage the organ." Due to a possible damage of the liver, this case is deemed reportable. No further details regarding the nature of the injury (severity) are available at this time.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).